Manufacturer narrative:
Pt's age and event date: updated to reflect the event date reported on 2020-feb-20. Updated to reflect the information received on 2020-feb-20. Report source updated to reflect report source for information received on 2020-feb-20. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-feb-20. It was reported that the patient was in a car accident where they were rear ended in (B)(6) 2018. The patient's hip was thought to be fractured. The car accident was confirmed not to have been caused by the implant. According to the consumer, the patient was hit on the right side where the pump was implanted , causing the catheter to be dislodged. The catheter was dislodged for almost a year and the patient wasn't getting any medication, causing them to slowly decline in leg movement and to experience leg pain. The consumer alleged that the patient's healthcare provider did not think that it was possible that the catheter was dislodged and increased the patient's dosages significantly, which did not help with the patient's symptoms. The patient was reportedly increased from a "15" to a "70", "140", and eventually a "200". Since the revision surgery that happened on (B)(6) 2019, the patient's pain was subsiding. The consumer alleged that the rep that they met at the ti me of the surgery indicated that the catheter dislodging could only have occurred through a car accident or falls/trauma. The consumer inquired about causes for catheter dislodgement and asked to speak with the rep they met with. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen ( 500 mcg at 24 mcg) via an implantable pump. The indication for use was intractable spasticity. Itwas reported the patient wasn't getting relief and had a return of spasticity. It was noted it was normal use that led or contributed to the issue. A dye study was performed and showed a disconnect at the catheter site. The hcp planned intervention to resolve the leak by replacing cap component that wasn't functioning. They successfully saw the leak during surgical exploration and replaced the catheter segment. The catheter access connector was replaced as leak at connector segment of pin to remainder of catheter. The hcp also changed baclofen to lower 500 mcg concentration from 2000 mcg to start the patient on minimal therapeutic dose of 24 mcg. It was noted he issue was resolved.